Event description:
A caller reported receiving a cgm error 42 message after their pump came out of storage mode. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support guided the caller through a pump reset, but the cgm error persisted. As a resolution, technical support decided to replace the pump. The customer agreed to use multiple daily injections (mdi) as a backup insulin therapy in the meantime, and was instructed on returning the problematic pump with a pre-paid label within 10 days.